Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was caller reported that pt's ins has not been charged for about three years because pt was homeless and lost all of their external equipment and pt's ins is most likely overdischarged. Caller inquired about physician recharge mode and restarting the ins. Tss reviewed information. Caller stated they will check to see if they can locate a 37751 recharger and meet with pt to attempt to restart the ins before requesting that the external equipment be replaced. Tss sent email containing instructions for physician recharge mode. Rep reported they were able to locate a recharger. Rep attempted the physician recharge mode on (B)(6). This did not produce the desired result and could not try again this day due to scheduling conflicts. Rep tried again on (B)(6) two times. This did not provide the desired results. Rep had been instructed by colleagues that if prm didn¿t work after three attempts then the battery was most likely not recoverable, thus no further attempts were made. The patient and the physician assistant overseeing his care had expressed desire to replace the ipg prior to troubleshooting. Rep informed the pa that they were unable to charge the device. The physician was unsure if he would be able to replace the device because of the patients other health concerns including recent bouts of pneumonia and blood clots.